Event description:
A trilogy evo, USA ventilator was returned due to the loaner returned for end of contract. There was no allegation of device malfunction. The device was not reported to be in patient use. During the evaluation of the trilogy evo, USA device at a third-party service center it was documented that the evaluation cannot be performed because the display arrived broken, making it impossible to extract the device's mac address. The damage to the device's display affects legibility when device is turned on and would need to be replaced. No repair was performed. The device was processed as scrap.